Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that during an implant procedure while physician was rotating for the helix to extend, he felt the torque resistance disappeared. Measurements were immediately performed with psa and noise, high pacing impedance and loss of capture (loc) were found. Reasonable evidence suggested this abnormal measurements were due to a lead damage. This suggest a malfunction. This lead was then successfully replace prior to pocket closure. No adverse patient effects were reported.